Manufacturer narrative:
Concomitant medical products:one used 5 ml bd syringe, ref (B)(4), lot 831955n, exp 2020-11-30, 0.9% sodium chloride injection; saline flush syringes. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Requested patient demographics however customer declined.

Event description:
It was reported that an infusion of normal saline with magnesium completed, which was an approximately 1 hour. Via the patient¿s port access. At completion of the infusion, the access site was flushed with normal saline, followed by a heparin flush. Upon detaching the heparin syringe, the maxplus needleless connector remained ¿stuck down¿ and did not release to a closed state. The access site was clamped and the heparin syringe placed back on the connector to close the line. There was no harm to the patient or exposure to the user.

Event description:
It was reported that an infusion of normal saline with magnesium completed, which was an approximately 1 hr. Via the patient¿s port access. At completion of the infusion, the access site was flushed with normal saline, followed by a heparin flush. Upon detaching the heparin syringe, the maxplus needleless connector remained ¿stuck down¿ and did not release to a closed state. The access site was clamped and the heparin syringe placed back on the connector to close the line. There was no harm to the patient or exposure to the user.

Manufacturer narrative:
The customer¿s report of a maxplus issue identified as a valve stickdown was confirmed. Visual inspection of the set noted the maxplus was stuck down and did not return to its position (grade 4) ¿unacceptable part¿. There were no other anomalies observed. Functional testing on the set resulted in no leaking. The root cause of valve slow return/stickdown was identified as a valve molding issue (mismatch out of specification).